Manufacturer narrative:
No frozen screen noted. The insulin pump was received with button error alarm and had unresponsive down button due to corroded keypad traces. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she bolused and her blood glucose level did not go down. She changed the set and bolused again and noticed the buttons on the insulin pump were not responding and the screen seemed frozen. She removed the battery and received a button error alarm on the third time. Blood glucose value was 284 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.